Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v470260, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The consumer reported a change in therapy with the cause unknown. The patient had the interstim lead implanted at the sacral nerve and had therapy for 2 years, but then the therapy became less effective. The healthcare provider (hcp) revised the lead and placed it at the pudendal nerve 2-3 years ago. The patient had good therapy since then. The patient's indication for use is urinary dysfunction/sacral nerve stim. The cause of the loss of therapeutic effect remains unknown. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.